Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/19/2019. A manufacturing record evaluation was performed for the finished device lot number pbr514 -c003z, and no non-conformances were identified. Additional h3 investigation summary: a picture of the sample was received for analysis. Upon visual inspection of the picture, a foreign matter than appears to be a fiber could be observed inside of the package. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h3 investigation summary: an unopened sample of product code c003d, lot # pbr514 was returned for evaluation. During the visual inspection of an unopened sample, a foreign matter (fibers) that appear to be suture were observed into the overwrap packet. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause is a foreign matter into the packet.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure for the reported lot?

Event description:
It was reported that the patient underwent an unknown vascular procedure on (B)(6) 2019 and suture was used. The suture broke during use. It is unknown what was used to complete the procedure. There were no patient consequences reported.